Manufacturer narrative:
Correction: h6 (rfr, fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a reload attached. The returned adapter noted no abnormalities. Functional testing found that the blue unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter had 31 of 50 procedures remaining. The reload was removed from the adapter without difficulty by pressing the blue unload switch unload button back toward the power handle, then twisting and removing the reload from the adapter. The adapter was reconnected to the gen2 acc software, and the strain gauge was responsive. The adapter was connected to a clamshell and handled running v29.6 software, and the device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The reload was able to be fired without any issues. It was reported that the device was difficult to unload and there was an uncontrolled articulation. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation calibration errors. A review of the system log showed the adapter was connected to the gen2 acc software, and there were articulation calibration errors in the data saved to the system. The adapter was reconnected to the gen2 acc software, and the strain gauge was responsive. After firing, the adapter was reconnected to the gen2 acc software, and no new errors appeared. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gall bladder bile duct resection, after firing, an attempt was made to release the cartridge and adapter, but it could not be disconnected. The product area has been finished, and when the product check was performed, the device did not stop at post-articulation 0 position and has been continuously articulating. Even after performing the release with strong force, the device did not disconnect. The button was recognized to be operational. The handle was able to work with a new set of shell, adapter and reload. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#: unknown) egia45avm egia 45 artic vasc med sulu (lot#: unknown) sigphandle, sig power sigphandle handle (serial#: unknown) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.